Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the device malfunction and found a g1 board failure was the cause for no image. The device was returned unrepaired at the request of the customer. Based on the investigation completed, it is presumed that the event occurred due to aging degradation because 5 years and 6 months had passed since manufacture. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the device was not presenting an image. There was no report of consequence or impact to the patient. No additional information could be obtained.